Event description:
It was reported that a pump alarmed for a system error 322. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Review of the device history lot was able to confirm the reported system error 322. The evaluation was unable to reproduce the alarm. Further evaluation determined that the upper and lower aux have failed. The upper and lower aux have been replaced.